Manufacturer narrative:
H6 health effect - impact code 4614 was removed. H6 health effect - clinical codes 1834 and 1770 added, impact code 4641 added. An event of stroke/cva, unspecified infection, thrombosis, blurred vision, and endocarditis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, a cause of the reported stroke/cva, thrombosis, and endocarditis could not be conclusively determined. The reported unspecified infection and blurred vision were the cascading effect of endocarditis and stroke. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: post procedure, due to presence of atrial septal defect a 10mm amplatzer atrial septal defect (asd) occluder (lot: 10140261) was implanted. On (B)(6) 2024, the patient returned with double vision. The patient had s. Aureus bacteremia and an acute diverticular abscess. A MRI was performed which identified a clot/vegetation on the clip and in the left atrial appendage. Embolic strokes were observed on MRI. The patient was not an operative candidate so long term antibiotics were prescribed. There was no malfunctions with the mitraclip or amplatzer occluder.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Mitraclip xtw (lot: 31031a1031) was implanted successfully. Post procedure, due to presence of atrial septal defect a unknown abbott occluder was implanted. On (B)(6) 2024, the patient returned with double vision and was bacteremia. A MRI was performed which identified a clot/vegetation on the clip and in the left atrial appendage.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.